Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod. Investigation of pod found damage to the cannula. The complaint was originally coded for insulin leaking during fill process with high blood glucose levels.

Manufacturer narrative:
While investigating the fluid path, a tear in the unexposed portion of the soft cannula was observed to be diverting fluid from the fluid path. No evidence of leaking from fill port was observed during fluid path testing. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.0.4, operating system: 18.4, hardware: iphone14.5, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.